Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
The blue tip on the tibial impactor chipped and came off of the tibial impactor as surgeon was impacting the tibial implant into place. Pka procedure delayed a few seconds to collect chipped piece from the knee.